Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The following cosmetic damage was also noted: minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; she has to push the buttons on her pump very hard in order for them to respond. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.